Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. It was reported to philips that the device was damaged during the transfer; after replacing the upper chassis, the display was not functioning. Philips technical support no longer assists with esprit/v200. The ventilator is end of life and was not repaired.

Event description:
It was reported to philips that the device had no display. The device was not in clinical use at the time of the event. There was no report of patient or user harm.